Event description:
Paramedics connected the device to a pt through an ECG cable for purposes of routine monitoring. Reportedly, the device would not display the pt ECG. The operator stated that pt care was not compromised as a result of the event.